Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a routine follow up, where it was noted the pacing impedance measurements had decreased from 900 ohms at the previous check to 327 ohms currently. In addition, the pacing threshold measurements had increased to above 6v. The following week a revision procedure was performed where this lead was explanted and replaced. No additional adverse patient effects were reported.